Event description:
During implant procedure, far field p- wave oversensing was observed on the device. The lead was repositioned, however that did not resolve the event. Programming settings were adjusted, and silicone was applied to the header of the device. The oversensing was resolved. The patient was stable and will continue to be monitored.